Event description:
Patient's mother reported during refill consult that the pump has a black line down the screen. The pump is functioning and in use but will be replaced with refill shipment. Reported to (B)(4) by: patient/caregiver. Dose or amount: 60ng/kg/min. Frequency: continuous. Route: subcut. Dates of use: (B)(6) 2018 to current. Diagnosis or reason for use: pah.